Event description:
Pacemaker alert for atrial unipolar lead impedance warning ot 190 ohms on ''(B)(6) 2021." Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).